Event description:
Abbott diabetes care received a medwatch report which reported the following information: an adhesive issue was reported with an abbott diabetes care (adc) device. The sensor prematurely detached after ten days of use and the customer was unable to obtain glucose readings. In addition, an unspecified error message was reported with an adc device. The customer reported that the adc device stopped working following insertion. Lastly, a high glucose reading issue was reported with use of an adc device. The customer received unspecified readings on the adc device of "40 or more numbers higher" than readings obtained on an unspecified blood glucose meter. There was no report of adverse event or third-party intervention required due to the reported product issue. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. Reference reports: mw5178476, mw5178478. There were 2 additional sensors reported (serial numbers: unknown and unknown) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.